Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of a exeter stem that had split in two, in femur. The broken implant was replaced with restoration modular.

Manufacturer narrative:
Corrected data: product available to stryker; reason for no evaluation. An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical physician noted: narrative: patient with a history of multiple hip revision surgeries including acetabular revision in 2012 for protrusion of the cup and fracture of the inner wall the acetabulum. Reportedly had additional revision surgery for a mechanically failed (fractured) femoral stem implant.. No confirmatory materials were available for review. Assessment: the event of revision of a exeter stem cannot be confirmed as insufficient information has been received for review. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Revision of a exeter stem that had split in two, in femur. The broken implant was replaced with restoration modular.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through mar and a clinician review. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 10 oct 2018. Images of the device are included in the mar. The part was examined with the aid of a stereo microscope at magnifications up to 50x. Damages consistent with the cement-mantle breakdown process and the explantation process were observed on the stem. The stem fractured approximately 66 millimeters from the distal tip. The fracture surfaces associated with the proximal end and distal end of the stem.post-fracture abrasion was observed on the stem, obscuring regions of the fracture surface. Dimensional & functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Material analysis: the stem fractured in fatigue with the fracture propagated from the lateral surface to the medial surface. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical physician noted; review of these records confirms fracture of an exeter femoral stem occurred,. Material analysis findings include evidence of cement mantle breakdown leading to fatigue stresses causing stem failure. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Revision of a exeter stem that had split in two, in femur. The broken implant was replaced with restoration modular.